Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l5-s1. It was reported that the screws at s1 were broken. The patient underwent a revision surgery in which the screws were removed and replaced as well as the rods. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): visual review confirms screw breakage at approximately ~4 threads from the bone screw head. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Significant damage and smearing noted to both broken off portions of the lower bone screws. The lower broken damage of the bone screws are consistent with typical explantation technique. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the origin of initial fracture propagation as noted, as well as increased material disruption shear lips and river lines starting approximately 30% of the way through the cross-sectional area of the bone screw, consistent with overload. Dimensional examination confirmed conformance to print specification of the bone screw diameter at the base of the head. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.